Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead exhibited intermittent capture issues. The physician chose to move the lead to a different location, but the lead exhibited unspecified helix rotation issues. The lead was not used and replaced. The patient was in stable condition.